Event description:
Per information provided: on (B)(6) 2011- patient was diagnosed with incarcerated right inguinal hernia, thereby underwent laparoscopic repair with implant of perfix plugs (device 1 and 2). Per op notes, ¿the omentum was identified and reduced out of the right inguinal region an extra-large perfix plug (device 1) and a medium perfix plug (device 2) was placed into the internal ring, mesh was placed around the cord to pubic symphysis and sutured¿. On (B)(6) 2016- patient was diagnosed with recurrent incarcerated right inguinal hernia, thereby underwent open repair with explant of perfix plugs (device 1 and 2) and implant of synthetic mesh. Per op notes, ¿there was a large protruding hernia from the external inguinal ring that was non- reducible and the perfix plugs (device 1 and 2) were attached to the hernia. Once the perfix plugs (device 1 and 2) on the hernia sac was separated from spermatic cord, the hernia sac was ligated at the level of neck with suture. A synthetic mesh was placed medially to fascia around the pubis¿.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.